Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, failed down stream occlusion, was not reproduced during evaluation. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarm was true or false. The evaluator found the pump to function as intended and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.